Event description:
A medtronic representative reported that during a planned maintenance polestar imaging system the msc indication light/magnet out indication light was not working. There was no patient involved with this concern. There is a potential risk of injury in case unauthorized people (for example people with pacemaker) enter the room or in case someone brings loose magnetic objects into the room, while the magnet is out of its storage cage. It is the hospital facility responsibility to fix the "magnet out" indication light. The customer was notified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).